Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew was confirmed. Analysis revealed epoxy was found in the atrial connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange. During procedure, the right atrial (ra) lead was unable to be disconnected from the pacemaker header. The physician attempted to remove the ra lead from the atrial port using multiple hex wrenches but was unsuccessful. The ra lead was capped. The pacemaker was explanted and replaced. The patient was in stable condition.